Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration:') and autoimmune disorder ('autoimmune') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), rash ("rash"), skin disorder ("skin condition"), autoimmune disorder (seriousness criterion medically significant), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal. Discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy . (Full), salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, menorrhagia, hypersensitivity, rash, skin disorder, autoimmune disorder, psychological trauma, bladder disorder, urinary tract disorder and vaginal discharge outcome was unknown and the female sexual dysfunction, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, fatigue, alopecia, hormone level abnormal, migraine, visual impairment and weight increased had resolved. The reporter considered abdominal pain, alopecia, autoimmune disorder, bladder disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain, psychological trauma, rash, skin disorder, urinary tract disorder, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for apareunia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain , abdominal pain , menorrhagia (heavy menstrual bleeding), hypersensitivity, rash/skin condition, breakage, autoimmune, psych injury, migration, bladder problems., urinary problems., vaginal. Discharge., fatigue, hair loss, hormonal changes, migraines, vision problems, weight gain . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2019: quality safety evaluation of product technical complaint no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and device dislocation ('migration:') in an adult female patient who had essure (batch no. L-717012,r- 819669-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), rash ("rash"), skin disorder ("skin condition"), autoimmune disorder ("autoimmune"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal. Discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy . (Full), salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, menorrhagia, hypersensitivity, rash, skin disorder, autoimmune disorder, psychological trauma, bladder disorder, urinary tract disorder and vaginal discharge outcome was unknown and the female sexual dysfunction, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, fatigue, alopecia, hormone level abnormal, migraine, visual impairment and weight increased had resolved. The reporter considered abdominal pain, alopecia, autoimmune disorder, bladder disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain, psychological trauma, rash, skin disorder, urinary tract disorder, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for apareunia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain , abdominal pain , menorrhagia (heavy menstrual bleeding), hypersensitivity, rash/skin condition, breakage, autoimmune, psych injury, migration, bladder problems., urinary problems., vaginal. Discharge., fatigue, hair loss, hormonal changes, migraines, vision problems, weight gain . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: right occlusion only. Lot number ( 819669 ) is not valid. Lot number:717012 manufacturing date: 2010/02 expiration date: 2013/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and device dislocation ('migration:') in an adult female patient who had essure (batch no. L-717012,r- 819669) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), rash ("rash"), skin disorder ("skin condition"), autoimmune disorder ("autoimmune"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal. Discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy . (Full), salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, menorrhagia, hypersensitivity, rash, skin disorder, autoimmune disorder, psychological trauma, bladder disorder, urinary tract disorder and vaginal discharge outcome was unknown and the female sexual dysfunction, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, fatigue, alopecia, hormone level abnormal, migraine, visual impairment and weight increased had resolved. The reporter considered abdominal pain, alopecia, autoimmune disorder, bladder disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain, psychological trauma, rash, skin disorder, urinary tract disorder, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for apareunia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain , abdominal pain , menorrhagia (heavy menstrual bleeding), hypersensitivity, rash/skin condition, breakage, autoimmune, psych injury, migration, bladder problems., urinary problems., vaginal. Discharge., fatigue, hair loss, hormonal changes, migraines, vision problems, weight gain . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: right occlusion only. Most recent follow-up information incorporated above includes: on 13-aug-2020: mr received: reporter added, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and device dislocation ('migration:') in an adult female patient who had essure (batch no. L-717012,r- 819669-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), rash ("rash"), skin disorder ("skin condition"), autoimmune disorder ("autoimmune"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal. Discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy . (Full), salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, menorrhagia, hypersensitivity, rash, skin disorder, autoimmune disorder, psychological trauma, bladder disorder, urinary tract disorder and vaginal discharge outcome was unknown and the female sexual dysfunction, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, fatigue, alopecia, hormone level abnormal, migraine, visual impairment and weight increased had resolved. The reporter considered abdominal pain, alopecia, autoimmune disorder, bladder disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain, psychological trauma, rash, skin disorder, urinary tract disorder, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for apareunia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain , abdominal pain , menorrhagia (heavy menstrual bleeding), hypersensitivity, rash/skin condition, breakage, autoimmune, psych injury, migration, bladder problems., urinary problems., vaginal. Discharge., fatigue, hair loss, hormonal changes, migraines, vision problems, weight gain . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: right occlusion only.. Lot number ( 819669 ) is not valid lot number:717012 manufacturing date:2010/02 expiration date:2013/02 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 31-aug-2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration:') and autoimmune disorder ('autoimmune') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), rash ("rash"), skin disorder ("skin condition"), autoimmune disorder (seriousness criterion medically significant), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal. Discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy . (Full), salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, menorrhagia, hypersensitivity, rash, skin disorder, autoimmune disorder, psychological trauma, bladder disorder, urinary tract disorder and vaginal discharge outcome was unknown and the female sexual dysfunction, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, fatigue, alopecia, hormone level abnormal, migraine, visual impairment and weight increased had resolved. The reporter considered abdominal pain, alopecia, autoimmune disorder, bladder disorder, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain, psychological trauma, rash, skin disorder, urinary tract disorder, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for apareunia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain , abdominal pain , menorrhagia (heavy menstrual bleeding), hypersensitivity, rash/skin condition, breakage, autoimmune, psych injury, migration, bladder problems., urinary problems., vaginal. Discharge., fatigue, hair loss, hormonal changes, migraines, vision problems, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: right occlusion only. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Reporters information updated. Event: injury were updated to apareunia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain , abdominal pain , menorrhagia (heavy menstrual bleeding), hypersensitivity, rash/skin condition, breakage, autoimmune, psych injury, migration, bladder problems., urinary problems., vaginal. Discharge., fatigue, hair loss, hormonal changes, migraines, vision problems, weight gain were added. Lab data were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.